Event description:
It was reported that patient underwent a total knee arthroplasty approximately twenty years ago. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - approximately 20 years ago.